Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an incorrect creatinine (cre) result for one patient that was generated by the au2701-03 ise clinical chemistry analyzer. The initial run gave a cre result of 149 umol/l without any flags. The customer then reran the sample, the following day, and gave a result of 66.4 umol/l without any flags. The erroneous result was reported out of the laboratory. It is unknown if patient treatment was affected in this event.

Manufacturer narrative:
The sample was collected in a heparinised plasma bd tube without gel, processed on automate 800, and centrifuged for 5 minutes at 3000g. Qc was run prior to the event and all results were within specifications. Per the customer supplied documents, the reaction monitors show an abnormal reaction curve. The rerun shows no abnormalities on the reaction curve. No root cause has been determined for this event, but the lab suspects improper centrifugation.